Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a pressure sensor mismatch error code was found in the device's error log. The mesh of flow sensor was found to be contaminated. The contamination was considered as the cause and therefore the flow sensor was replaced to resolve the issue. Additionally, the blower was contaminated and replaced to resolve the issue. Final testing, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly.